Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks after the implant procedure, the patient experienced a "shocking sensation" and stated that the implantable cardiac monitor (icm) "moved after (they) woke from a nap." The device remains in use. No further patient complications have been reported as a result of this event.